Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-10562. Related manufacturer reference number 1627487-2019-10564. Related manufacturer reference number 1627487-2019-10567. It was reported that patient experienced ineffective therapy. X-rays later confirmed that both the right l1 and l2 leads had pullout. Surgical intervention may take place to address the issue.